Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed error occurring during rewind. Failure due to moisture damage to the electronic stack. Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that they received replace battery now alarm without low battery alert. Customer states that they experienced high blood glucose. The insulin pump will be returned for analysis.